Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ slip tip syringe the plunger rod was broken/damaged. The following information was provided by the initial reporter. The customer stated: "the plunger (plunger rod end) was damaged."

Event description:
It was reported when using the bd¿ slip tip syringe the plunger rod was broken/damaged. The following information was provided by the initial reporter. The customer stated: "the plunger (plunger rod end) was damaged.".

Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. After visual inspection, the plunger thumb press was observed to be broken. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the syringe machine and identified a potential area which could lead to the reported defect. This could have occurred at the assembly machine. This could be due to the plunger sticking inside the guide skirt, which is due to the plunger poor feeding from the infeed dial. The subsequent plunger might hit against the stuck plunger and eventually causing broken ribs below the thumb press. H3 other text : see h.10.